Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in a moderately tortuous right superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use in percutaneous transluminal angioplasty. The balloon was advanced for dilatation. However, during the first inflation for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient was stable after the procedure.